Event description:
It was reported the pt¿s (B)(6) lead was replaced due to impedance issues. In addition, it was reported the lead was fractured. No further complications have been reported following the procedure.

Manufacturer narrative:
Eval results: the complaint of ¿invalid impedance¿ was confirmed. Microscopic inspection revealed a kink with all broken wires 18.5 cm from the stimulation end. As the outer tubing of the fracture site was not breached, this damage was consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while it was implanted. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.